Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost effective coverage due to the l4 drg lead had migrated and confirmed via x-ray. During surgical intervention the s1 lead was moved and as such both the l4 and s1 leads were replaced. Effective therapy was restored following the procedure.